Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had surgery on 2012-(B)(6) for two implants. It was noted that one was put in 2009 and the healthcare professional (hcp) took that out and put in two new implants. The caller stated that it was a ¿big surgery [the patient] was in the internal care unit (ICU) and everything.¿ it was noted that this was ¿because they had to remove the first implant and put in two new implants. It was noted that the patient had one in each buttock. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator, product ID neu_unknown_lead, product type lead. (B)(4).